Event description:
It was reported that the primary procedure was performed on (B)(6) 2006. Bhr femoral head and bhr acetabular cup were implanted. A revision procedure was performed three years later, because the patient presented persistent pain and discomfort in his left hip that was later determined to be caused by the loosening of the resurfacing femoral head.

Manufacturer narrative:
This submission is a duplicate of prior reprort 3005975929-2020-00108. Please disregard this MDR.